Manufacturer narrative:
(B)(4). It was reported that the device was discarded by the customer and therefore it will not be returned for analysis. The lot # of the device is unk.

Event description:
It was reported that small blue plastic particulates were released from the sheath as the physician tried to insert the trans-septal needle into the preface sheath, before use on pt. The needle insertion occurred outside the pt, on a sterile table. The type of needle used was "cook". According to the physician, an obturator was also used during the needle insertion into the sheath.